Event description:
The customer stated, that the architect folate control values have been erratic for the past couple of weeks. There were no impact to patient results reported.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.